Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a pocket revision due to infection and erosion. Reportedly, the patient had some bleeding seen in the open pocket. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.